Manufacturer narrative:
(B)(4). Product code: phx. Concomitant products: 010000589 comp rvrs 25mm bsplt ha+adptr 241790; 12-113556 compr 6mm hum fract stem pps 456480; xl-115364 arcom xl 44-36 std +3 hmrl brg 096260; 115375 comp rvs tray +5mm co 44mm 018900. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01420, 0001825034 - 2021 - 01422, 0001825034 - 2021 - 01423, 0001825034 - 2021 - 01424.

Event description:
It was reported that patient underwent left comprehensive reverse shoulder procedure. The patient underwent a revision procedure three years later due to pain. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.